Event description:
A health care center in (B)(6) contacted customer service about a contour meter that was reading in mg/dl. The meter in question should have been set in mmol/l. The meter had not been configured correctly before being packaged. No adverse events were alleged. The meter is to be returned.